Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Wear was observed at the folds located on the proximal, middle, and distal regions of both cylinders. Despite this, both cylinders passed the leakage test. The pump was visually examined, leak tested and functionally tested. A hole was observed in the pump, consistent with wear. Leakage was observed during testing, attributed to the wear site. The pump passed the functional test. Based on analysis results, the presence of a hole in the pump was identified as the most probable source of fluid leakage. This condition may have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced fluid loss. During the surgical procedure, the surgeon observed frayed tubing near the connection with the cylinder and identified the fluid loss at the tubing near the junction by the hard plastic adjacent to the pump. The issue was attributed to worn tubing. The affected component was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation of fluid loss cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced fluid loss. During the surgical procedure, the surgeon observed frayed tubing near the connection with the cylinder and identified the fluid loss at the tubing near the junction by the hard plastic adjacent to the pump. The issue was attributed to worn tubing. The affected component was removed and replaced. There were no patient complications reported.